Manufacturer narrative:
Engineering evaluation noted the revision reported was likely the result of pain, which led to the surgeon replacing only the femoral head according to the information provided.

Event description:
Revision of hip component due to pain.

Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record.

Event description:
Revision of hip component due to pain.